Manufacturer narrative:
The following information has been requested from the doctor - patient information, date of the event, product lot number, and implant/explant date. Once obtained a follow up report will be submitted.

Event description:
Distractor broke during treatment with the patient.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors returned. The stereo microscope investigation revealed shear cracks. Further investigation determined that there was no indication of material or manufacturing defects observed. The device history records could not be reviewed due to the lot number not being provided by the customer. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.